Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However during evaluation, it was observed that the safety mechanism was power broken due to improperly using the disconnect sleeve while motor was in use. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine testing, it was observed that the motor device was leaking air. According to the reporter, there must be a hole in the hose. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If any additional information should become available, a supplemental medwatch will be submitted as accordingly.